Manufacturer narrative:
As received the device had the error code on the programmer. The error was cleared in lab and normal testing was performed. Electrical analysis performed, including environmental and sensitivity testing indicated normal device functionality. Firmware investigation was performed, and the root cause of the error code noted in the field was due to a firmware reset during the implant transaction. The cause of the reset was unknown. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported complaint of being unable to implant the device due to the merlin programmer reporting ¿unexpected device condition dialog due to reason 4.1" was confirmed. The root cause of this was an incomplete implant transaction in the previous session due to a firmware reset observed in the middle of the implant transaction. The programmer software is working a designed to prevent any implant when it detects a configuration integrity failure for a device which is in shipped settings.

Event description:
It was reported the implantable cardiac monitor (icm) exhibited error message. The icm was not used. No patient was involved.